Event description:
It was reported during the sensor implant procedure, while inflating the swan balloon, the pulmonary artery perforated. The patient took a breath and started coughing up blood. A code was called however, the patient passed away. The physician stated the patient had an abnormally small pulmonary artery. The hf sensor was never opened.